Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 1//13/2025, it was reported by a facility representative via email that an ar-13991n surefire scorpion needle broke inside the patient. This was discovered during a procedure. No further information was provided. Additional information requested on 1/17/2025. Additional information requested on 1/23/2025: this was discovered during a left shoulder arthroscopy with an rcr procedure on (B)(6) 2025. The needle broke into fragments inside the patient's shoulder, and unsuccessful attempts were made to retrieve the fragments. The ar-13991n surefire scorpion needle was used with an ar-13997sf when it broke. The fastpass scorpion did not malfunction or experience damage. The case was delayed thirty minutes without additional anesthesia.